Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely tortuous and mildly calcified left anterior descending (lad) artery. Angiogram was performed and revealed a mild stenosis in the lad. Two 3.0mmx12mm promus premier¿ stents were deployed in the target lesion. Several angiograms were performed and an intravascular ultrasound (ivus) was also performed. A 2.5mmx12 mm promus premier¿ stent was selected and advanced distal to the two previously placed stents. However, the 2.5mmx12 mm promus premier¿ stent failed to cross the lesion. The device was removed. Pre-dilation was performed using a 2.5mmx20mm emerge¿ balloon catheter. While delivering the balloon, an ¿undeployed¿ stent was noted at the proximal end of the previously deployed stents. The 2.5mmx12 mm promus premier¿ stent delivery system (sds) was examined outside of the patient's body and it was noted that the stent was no longer attached to the sds. The 2.5mmx20mm emerge¿ balloon catheter was advanced to dilate the 2.5mmx12 mm promus premier¿ stent. The procedure was completed with the implantation of the stent in the proximal lad. No patient complications were reported. The following day, the patient was discharged.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).